Event description:
It was reported that 2 bd insulin syringes with the bd ultra fine¿needles had product damage and sterility issues. The following information was provided by the initial reporter :   the consumer stated when he removed a syringe from the package to use it the needle shield was bent and also reported the plunger cap was missing. Date of event : (B)(6) 2021. Samples : available.

Manufacturer narrative:
Medical device expiration date : unknown. Investigation summary : exec summary - samples were received and an investigation was performed. A review of the complaint lot history check was performed and this is the 1st related complaint for shield damaged (bent) and for plunger cap missing on this lot #. No non-conformances were raised in association with these types of events for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to duplicate or confirm the indicated issues and based on trend analysis no further action is required at this time. Samples returned - customer returned (1) 0.3ml insulin syringe from lot# 0013152. The customer reported that the needle shield was bent and the plunger cap was missing. The returned syringe was examined and it was observed that the needle hub and shield assembly was not seated properly due to a damaged barrel tip making it appear as though the shield was bent. A plunger cap was not returned with this syringe. Manufacturing (holdrege) will be notified of the observed issue. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (barrel tip damaged). Photos - on 28oct2021, holdrege received a complaint, via a picture, from material 328521, batch 0013152 syringe 0.3ml 31g 6mm. Initial evaluation: visual inspection of the picture showed a syringe with no attached needle assembly. The tip of the barrel was pushed in at an angle indicating a damaged barrel tip. A damaged barrel tip causes the needle assembly unit to become potentially unattached. Process summary: process summary: blank barrels are transferred from totes to a bulk hopper, the hopper then transports them into the vibratory feeder which orients and transfers the barrels single file into the first inline feeder. The first inline feeder rail transfers to the inspection dial where short molding defects are rejected. After the inspection dial, the barrels are transferred to the second inline feeder and transitions through the corona treater terminating at the inhibit gate. At cycle start the inhibit gate opens introducing barrels to printer infeed dial on through the flange guide which aligns the flanges for proper registration and into the print carousel where ink images are applied. From the print carousel, the barrels are transitioned to the transfer dial and into the curing oven. The cured product exits the oven chute for transfer to the next operation. Root cause: maintenance dispatch (l2l) was reviewed and dispatch #93188 was generated for damaged barrel tips. From barrel jams at the infeed dial this caused the infeed dial to be out of time. Corrective action: retimed the infeed dial so the barrels do not go into the mandrels at a tilt causing damaged tip to the barrel. Photos - on 28oct2021, holdrege received a complaint, via a picture, from material 328521, batch 0013152 syringe 0.3ml 31g 6mm. Initial evaluation: visual inspection of the picture showed a syringe with no cap present on the syringe. It is unclear if the cap was inside the polybag or not present at all. Process summary: blank barrels are transferred from totes to a bulk hopper, the hopper then transports them into the vibratory feeder which orients and transfers the barrels single file into the first inline feeder. The first inline feeder rail transfers to the inspection dial where short molding defects are rejected. After the inspection dial, the barrels are transferred to the second inline feeder and transitions through the corona treater terminating at the inhibit gate. At cycle start, the inhibit gate opens, introducing barrels to printer infeed dial on through the flange guide which aligns the flanges for proper registration and into the print carousel where ink images are applied. From the print carousel, the barrels are transitioned to the transfer dial and into the curing oven. The cured product exits the oven chute for transfer to the next operation. Device history record; l2l and logbook evaluation: the device history (DHR) for batch 0013152 was reviewed. The syringes were printed at the printer operation from 03apr2020 to 07apr2020. During the manufacturing process, the following inspections are completed on regular intervals: visual inspection every 30 minutes: damaged barrel defects that affect sterility barrier or functionality. Visual inspection every 30 minutes: damaged barrel defects that do not affect sterility barrier or functionality. If a defect is found during an inspection a quality notification is initiated root cause: root cause for this defect cannot be determined. DHR, l2l dispatches, logbook entries were looked at, nothing was found pertaining to this defect. CAPA/sa - based on the above investigation no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.